Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Updated device history record review indicates that manufacture of the device occurred in september, 2004. A specific date/day was not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device serial number remains the same therefore DHR remains as reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary - the complaint condition for the 398.985 lot number a7na38 bone reduction forceps was likely caused by over eleven years of consistent use and the possible application of excessive force during surgery; however, this complaint is not likely a result of any design related deficiency. The 398.985 bone reduction forceps are an instrument routinely used in the matrixmandible plating system. The device was returned and reported to have broken during surgery. This condition is confirmed; approximately five millimeters of the distal tip of one of the jaws is missing and was not returned. It is likely that over eleven years of consistent use and the possible application of excessive force during surgery have led to this complaint condition. The device was manufactured in 9/2004 and is over eleven years old. The balance of the returned device is in fairly worn condition consistent with the age of the device. The device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ lot: a7na38. Manufacturing date: september 20, 2004. The device history record review could not be performed as the records could not be identified due to the age of the instrument. It is approx. 11 years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a bone reduction forceps device tip broke. There were no pieces retained in patient and no surgical delay. Another bone reduction forceps device was available. The surgery was completed without further issues. This is report 1 of 1 for (B)(4).